Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 additional information and device evaluation: additional information: customer technical support followed up with the reporter on 08/23/2016 and the reporter denied any power issues with the pump. This follow-up information was received after the complaint had been reported. The device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the black box did not find any unexplained power interruptions. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump casing was opened and no defects were found to the power circuit. The original complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had a power issue. No details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.